Event description:
The customer, twelves days ago was hospitalized with dka. The customer was released the next day. It was informed that the pump had an error alarm during rewind. Assisted the customer to rewind the pump. Device was not dropped or bumped.